Manufacturer narrative:
Internal reference number: (B)(4). H11. Corrected information in d2 and h6 (updated medical device problem code, health effect - clinical code and health effect - impact code).

Event description:
It was reported that after a tka performed on (B)(6) 2020, the patient experienced parapatellar pain when moving. Surgeon reports excessive pressure of patella on femur and that the patella component is not in femur notch. No revision surgery has been reported yet. The current state of health of the patient was not reported.

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that based on the documentation provided, the laterally riding/subluxated non-resurfaced patella was most likely a contributing factor to the reported pain. Although the root cause of the reported events could not be definitively concluded, the ¿extensive release ¿and ¿extended soft-tissue balancing¿ performed in the primary surgery could not be ruled out as a potential contributing factor to the ¿excessive pressure¿ and ¿patella not in the femur notch¿, or the potential of progressive degenerative disease of the patella. The patient impact beyond the reported those which were reported could not be determined, as it the current patient status remains unknown and if any interventions have been planned or scheduled. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that after a tha, the patient experienced patella pain. Surgeon reports excessive pressure of patella on femur and that the patella component is not in femur notch. No revision surgery has been reported yet. The current state of health of the patient was not reported.